Manufacturer narrative:
The reported event of no rf telemetry was not confirmed. Electrical and mechanical analysis did not find any anomaly and battery voltage was in normal range of operation. Longevity assessment was performed, and device was found to have appropriate remaining longevity. Device image analysis indicated loss of rf telemetry due to coarse tuning failure.

Event description:
It was reported that during the pre-procedure device preparation the pulse generator was unable to be interrogated via rf telemetry. The device was able to be interrogated via inductive telemetry, however, the device was unable to be paired to the programmer. The pulse generator was not implanted. There was no patient involvement.